Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the atrial lead was capped on (B)(6) 2026 due to an unknown reason. The patient's status was unknown.